Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during a laparoscopic hysterectomy, error 5 was displayed frequently during use. The distal end of the device was cleaned several times and the device was continued to use. The nurse found that the tissue pad detached at the end of operation. The doctors searched for the tissue pad by the irrigation and suction for an hour, they finally found it in douglas' pouch. The device was used to complete the case. The patient¿s condition was stable. One device will be returning.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.